Manufacturer narrative:
Investigation: the magnetic field radiation test of the returned product was within the specified tolerance for epocket. It was concluded that the alleged passing out of the user is not related to the application of epocket. The usage of epocket with a pacemaker was evaluated as uncritical by the siemens safety board. As a preventive measure it was decided to add a warning regarding the operation of epocket in combination with implantable devices to the user manual in order to provide for unforeseeable future developments in the implantable device technology. (B)(4).

Event description:
Pt alleges she was wearing an acuris hearing aid and used her epocket remote control unit to change some settings while she was driving down the road in her automobile. Pt alleges while operating the epocket remote control unit, she felt like she fell asleep, passed out and woke up on the other side of the road. Pt had stated this had happened to her years ago and that is how she was originally fitted with a pacemaker.